Manufacturer narrative:
This report is submitted on march 01, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced infection at implant site; subsequently on (B)(6) 2018 the patient was treated with oral antibiotics for one week and topical antibiotics for a duration of 7-14 days.